Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device experienced persistent signal loss and failed to connect to a dexcom g7 continuous glucose monitor (cgm) sensor despite guided troubleshooting, including sensor type toggle and device restart, and the user transitioned to backup therapy when no additional sensors were available. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure, with relevant components identified as electrical and magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.